Event description:
The investigation was concluded on the 16-jul-2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. The zfv6-125-8-8.0 device of lot number c1737638 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 23 april 2021. On evaluation of the device it was noted that the stent was partially deployed at approximately 2.0mm at the distal end of the outer sheath at the distal white tip. The device flushed as expected and a 0.035 wireguide passed through. The red safety cap was not returned with the device. Information was requested from the customer with regard to when the red cap was removed. An additional information request was sent to the customer regarding why the safety cap was not returned. At the time of the investigation this information has not been provide. If this information is provided at a later date the file will be updated prior to distribution zfv6-125-8-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zfv6-125-8-8.0 of lot number c1737638 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is or there is no evidence to suggest that there are any manufacturing issues associated with lot number c1737638. There is no evidence to suggest the user did not follow the instructions for use (ifu0058-4). A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to how the device was handled when being removed from the packaging. The customer confirmed that there was no damage evident on the packaging before the device was removed. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence as the device did not make contact the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Investigation results updated on 26-aug-2022: updated a and g codes.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Device evaluation. The zfv6-125-8-8.0 device of lot number c1737638 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 23 april 2021. On evaluation of the device it was noted that the stent was partially deployed at approximately 2.0mm at the distal end of the outer sheath at the distal white tip. The device flushed as expected and a 0.035 wireguide passed through. The red safety cap was not returned with the device. Information was requested from the customer with regard to when the red cap was removed. An additional information request was sent to the customer regarding why the safety cap was not returned. At the time of the investigation this information has not been provide. If this information is provided at a later date the file will be updated . Document review. Prior to distribution zfv6-125-8-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zfv6-125-8-8.0 of lot number c1737638 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is or there is no evidence to suggest that there are any manufacturing issues associated with lot number c1737638. There is no evidence to suggest the user did not follow the instructions for use (ifu0058-4) root cause review. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to how the device was handled when being removed from the packaging. The customer confirmed that there was no damage evident on the packaging before the device was removed. Summary. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence as the device did not make contact the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Device was evaluated on 23-apr-2021. Approximately 2mm of the stent was noted to be partially deployed. Investigation is still pending, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the nurse opened the package found the stent had been released partly .then the nurse replaced another new stent to continue the procedure. Patient outcome: this occurred prior to patient contact; there was no impact to the patient.